Manufacturer narrative:
Changed from yes returning to no. A specific cause for the reported event could not be determined through this investigation. Multiple requests for product return were sent, however the left ventricular assist system (lvas) was not returned. Should the pump be returned, this file will be updated. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2018, the patient was found unconscious at home by their spouse with the driveline disconnected. Emergency services was contacted and when they arrived to the patient¿s home, the ems personnel contacted the manufacturer to report that the patient was in cardiac arrest and called to inquire if the pump was running. At the time of the call to the manufacturer, the ems personnel stated that the driveline was connected and the pump running symbol had two green lights with a pump speed of 10,000 rpm. Ems personnel was advised to immediately call lvad coordinator at the hospital. On (B)(6) 2018, it was reported that care was withdrawn from the patient and the patient expired on (B)(6) 2018. The customer was unsure of what happened. The pump was explanted and would be returned for evaluation along with the patient¿s system controller. No additional information was provided.